Event description:
Approximately 4 months following surgery, the pt reported sustained a serious fall. Following the fall, the spinous process plate became dislodged. No injury was reported.

Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013. The explanted product was discarded by the user facility. No radiographs have become available to assess the reported event. Surgeon indicated the fall was the cause of the implant dislodgment and that the device did not malfunction. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra..."